Event description:
The customer reported that when a pacemaker placement procedure was getting started, the system did not produce x-ray images. The c-arm was switched with another one to complete the procedure. There was a pt on the table but no injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep installed a an ip pcb but it did not solve the problem. He removed it, and repaired the poor connections between the motherboard and ip pcb. The system is operating as intended.